Manufacturer narrative:
Block d6: implant date was approximated by the patient to be 5 months prior to the event.

Event description:
It was reported by the patient that she suffers from osteomyelitis and was advised by the physician to undergo a superion spacer explant procedure. No further information has been obtained despite good faith efforts. Additional information was received from the patient that the osteomyelitis infection is in her maxillary jaw and started after several non-device related sinus surgeries. The patient was advised by surgeons that she should undergo a spacer explant procedure due to the high probability that the infection will spread to her spine.

Manufacturer narrative:
Implant date was approximated by the patient to be 5 months prior to the event.

Event description:
It was reported by the patient that she suffers from osteomyelitis and was advised by the physician to undergo a superion spacer explant procedure. No further information has been obtained despite good faith efforts.